Manufacturer narrative:
The complaint for ¿delivery system ¿ valve dislodged from balloon is unable to be confirmed without the return of the device or procedural imaging. Engineering was unable to confirm the complaint for ¿delivery system ¿ valve dislodged from balloon¿. In addition, due to the unavailability of the DHR and device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event. As reported, ¿the sheath was pulled back and repositioned and during maneuvering the valve came off the end of the balloon outside the sheath (external iliac) and the valve moved distal off the delivery system.¿ as per the IFU and training manual, the physician is instructed to suture the sheath in place after insertion. This is done in order to provide an anchor for the sheath and prevent it from moving excessively during the procedure. Based on the account provided in the description, it is possible that the insertion difficulty hindered the sheath from being sutured and the subsequent manipulation and repositioning of the sheath caused the tip to catch onto the valve, dislodging it from the balloon. It is additionally possible that the insertion difficulty experienced for the sheath resulted in a sub-optimal insertion angle, presenting a more challenging pathway for delivery system insertion and resulting in the valve being dislodged. This is further supported by the reported patient anatomical conditions (high calcified and tortuous), which would have exacerbated the situation described above. During manufacturing, the commander delivery system is 100% visually inspected by both manufacturing and quality for device damage (e.g. Kinks, cuts), and distorted/pinched folds on the inflation and crimp balloon. Additionally, during balloon pleat, fold, and forming the outer diameter (od) of the inflation balloon is verified, and after pleating and folding the inflation balloon, all formed balloons are inspected for visual defects, including distorted/pinched folds. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, engineering was unable to confirm the complaint. No manufacturing non-conformances were identified. In this case, available information suggests that patient (high calcified and tortuous vessels) and procedural (maneuvering of the device) factors may have contributed to the complaint event. No IFU/labeling inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2017 control limits for the applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, difficulty occurred during sheath insertion. The sheath was inserted into the iliac and could not be inserted any farther. The sheath and delivery system/valve did not reach the aorta. The sheath was pulled back and repositioned. During maneuvering, the valve came off the end of the delivery system balloon. A second sheath was inserted into the first sheath and when pulling the second sheath out the valve was placed in the common femoral artery and surgically removed. A second 20mm valve was deployed in good position with no paravalvular leak or central aortic regurgitation. Per report, the patient¿s anatomy was highly calcified and tortuous.